Event description:
Cable not compatible, the hole for the insertion of the lead is deeper and the length of the lead is not enough to be screwed safely please confirm receipt of this report and let us know if any additional information is required. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"